Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was in a car accident in which the customer was the driver. She was hospitalized as a result of the accident. She was wearing the pump at the time of the incident. The blood glucose reading at the time of the event was low. Prior to the event, the customer had low blood glucose levels and fainted while driving. Her doctor was uncertain about what contributed to her low blood glucose. No further information was provided.